Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the right leg. The jetstream® xc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On., device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - functional analysis was done by completing the aspiration testing of the device, the device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that the device did not perform as designed per the test procedure specification withdrawing 20ml of fluid in the 1minute time frame. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the right leg. The jetstream® xc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.